Manufacturer narrative:
The valvewire was returned wrapped in two pieces inside a packaging coil. The catheter used in the procedure was not returned for evaluation. During the investigation it was confirmed that a section 22 cm long of the valvewire's distal end had detached, it broke with a torsional type fracture. The core wire was bent and had taken a coiled shape 1 cm proximal to the fracture. From the condition of the product, it appeared that the valvewire broke most likely, in a tortuous path after being over torqued. It should be noted that a critical dimension for the smooth movement of the wire is the od at the valve ball. The valve ball was checked and was within the specification for od. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greather than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
It was reported to target that while advancing the valve wire through a balloon catheter the physician felt strong resistance. When he pulled back, the valve wire was stuck and stopped in the balloon catheter. He tried to forcefully pull it out, then it was broken. There was no inpact to patient from this occurrence.